Manufacturer narrative:
Bio-rad laboratories received a customer complaint regarding intermittent qc failure when running bioplex 2200 apls igm reagent packs, lot no. 301538. Bio-rad laboratories determined that a small percentage of this reagent pack lot was packaged with the incorrect conjugate. There were no reported adverse event with this lot. However, the use of reagent packs containing the incorrect conjugate may lead to an increase of false positive and false negative results.

Event description:
Bio-rad laboratories received a customer complaint regarding intermittent qc failure when running bioplex 2200 apls igm reagent packs, lot no. 301538. Bio-rad laboratories determined that a small percentage of this reagent pack lot was packaged with the incorrect conjugate. There were no reported adverse event with this lot. However, the use of reagent packs containing the incorrect conjugate may lead to an increase of false positive and false negative results.